Manufacturer narrative:
Month and year valid. Analysis found that the customer's reason for return has been confirmed, the handpiece sounds very rough when in use. Pre-repair temperature check performed at 80k after 1 minute: the handpiece was 150f at the nose, 122 at the motor and 87 at the rear bearing. The nose bearings are heavily corroded. The release collar is worn. The bearings, nose cone, release collar and some other small parts have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was broken. There was no patient impact.